Event description:
Customer reported via phone, he was having issues the insulin pump. The device alarmed motor error and failed battery test. Customer does not recall his blood glucose level at the time of the event. The device alarmed motor error at the end of prime. Troubleshooting was performed and the device was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis and declined to troubleshoot for failed battery test since the device was being replaced.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms were noted. The pump passed the rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms were noted. The motor passed the motor test. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.